Manufacturer narrative:
The device evaluation was completed on 08-feb-2022. It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and an internal components (wires) exposed issue occurred. During the procedure, the catheter was opened, and the physician noticed that it was damaged. The damage appeared to look like the plastic has melted. The initial reporter was not in the lab on the day of the incident and was not present during the procedure, at the time of the event. The wires appeared to be exposed. It cannot be confirmed if there were any lifted or sharp rings. Damage was approximately 20cm from the distal tip. It cannot be confirmed whether the catheter was pre-shaped. The damage was noted prior to inserting into any sheath. The catheter was replaced with a new catheter and the procedure was completed successfully. The damaged catheter was not used. The product was not being used in a clinical trial. The surgery was delayed approximately 5 minutes due to the event. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned thermocool® smart touch¿ bi-directional navigation catheter revealed that the distal portion of the shaft was damaged, and its internal components exposed. A manufacturing investigation had to be performed to verify this issue, some replicas were prepared by damaging different samples with certain tools in a few chosen stations from the process flow, but this specific damage could not be replicated. Additionally, the work orders of that specific lot were reviewed, and it was verified that they were accepted according to the quality procedures. Based on all of this information, the root cause of this issue remains unknown, but it was determined that there is a high possibility that this damage was sustained outside the manufacturing facilities, nevertheless, this could not be conclusively determined. A manufacturing record evaluation (mre) was performed for the finished device 30592551m number, and no internal action related to the complaint was found during the review. Based on the mre, the d 4. Expiration date and h 4. Device manufacture date have been updated. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through bwi¿s quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and an internal components (wires) exposed issue occurred. During the procedure, the catheter was opened, and the physician noticed that it was damaged. The damage appeared to look like the plastic has melted. The initial reporter was not in the lab on the day of the incident and was not present during the procedure, at the time of the event. The wires appeared to be exposed. It cannot be confirmed if there were any lifted or sharp rings. Damage was approximately 20cm from the distal tip. It cannot be confirmed whether the catheter was pre-shaped. The damage was noted prior to inserting into any sheath. The catheter was replaced with a new catheter and the procedure was completed successfully. The damaged catheter was not used. The product was not being used in a clinical trial. The surgery was delayed approximately 5 minutes due to the event. There was no patient consequence.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: #(B)(4).